Event description:
It was reported that a medical professional had experienced difficulties interrogating generators when using the tablet. An alternative usb cable was used with the tablet and communication could be established with generators. The faulty usb cable is expected to be returned for analysis, but has not been received to date.

Event description:
The suspect cable was received by the manufacturer. Analysis of the cable found a disconnected wire connection. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.